Event description:
The patient's generator was replaced due to the reported battery depletion. The explant facility historically discards explanted products, therefore, return of the suspect product is not expected to date. No further relevant information has been received to date.

Event description:
It was reported that the patient had a bad seizure in october, which led them to want to have their vns generator checked. When their device was checked approximately 3 months later it was found that their generator battery was depleted. No further relevant information has been received to date.